Manufacturer narrative:
Update results code grid and conclusion code grid.

Event description:
It was reported that there was corrosion on the rod.

Manufacturer narrative:
Alleged failure: rust on wessinger rods. The failure identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacturer date is not known.

Event description:
It was reported that there was corrosion on the rod.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was corrosion on the rod.